Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient does not currently take any medication to manage their diabetes. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿shaky, feeling odd and vertigo¿ an unknown time after the alleged issue began. The patient denied receiving any treatment for these symptoms. Replacement products were sent to the patient. This complaint is being reported because, the patient may have suffered a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.